Event description:
It was reported that the during use on a post coronary artery bypass graft pt, the balloon on the iab ruptured and blood was noted in the tubing. The iab was removed without any complications.